Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra clinical trials, approximately 5 year post implant of a 29mm sapien 3 valve, per follow up for this patient, the valve on CT showed signs of calcification and echo showed a gradient >20mmhg. The patient is stable and doing well. Core lab CT reading showed confluent calcification on all three bioprosthetic leaflets in keeping with the bioprosthetic valve degeneration resulting in leaflet restriction and valve leaflet thickening. The gradient across the thv had increased with transvalvular regurgitation. Cardiovascular CT study report on 4 year follow up showed prosthesis leaflet calcification. The patient is scheduled for a valve in valve procedure.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation as the device remains implanted however, images provided by the facility were reviewed, and the following was observed: calcification on leaflets. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for calcification was confirmed from the medical report. A review of DHR and manufacturing mitigations did not identify any manufacturing non-conformities that would have contributed to the reported event. An evaluation on s3 and s3 ultra valve calcification has been documented in technical summary written by edwards lifesciences. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 5 year post implant of a 29mm sapien valve, per follow up for this patient, the valve on CT showed signs of calcification and echo showed a gradient greater than 20mmhg.' Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as a known potential risk associated with the device. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. For this case, due to limited information available, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.